Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent the patient demographic info: weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What suture was used on the scalp that was removed 2 weeks after the procedure when scalp healing was acceptable? What were the current symptoms following the index surgical procedure? Did the patient experience an infection? If yes, were cultures performed? Results did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history/concomitant medication. Product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent procedure for suture of temporal muscle, dura mater and scalp in the surgery of removal of intracerebral hematoma, repair of cerebrospinal fluid incision leakage, craniotomy and decompression on (B)(6) 2020 and suture was used. The suture used to sew wound on scalp was removed two weeks after the surgery when it was found that the scalp healing was acceptable. It didn't help by dressing change. It was reported that the patient experienced wound secretion one month after sewing. On (B)(6) 2020, the wound debridement was given and several sutures were removed. Then the wound heals well. Additional information has been requested.